Event description:
The device was not sterile because proximal end of sterile package was broken. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of eval: the result of the eval performed suggest the event could not be verified.